Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: during the rewind step the piston did not move. During the load step an unusual noise was heard, then pump gave a 64-0001 alarm. Unable to perform steps 17-23 due to recurring motor alarm. Multiple 64-0008 alarms observed in the black box. Pump was delivering basal until the first 064 alarm at 5:24pm (B)(6) 2013, delivery was not resumed after the alarm. Pump history shows pump was not in use prior to 2:44pm on (B)(6) 2013. Pump was opened. When the motor was connected to an external power source it failed to move. When the motor was removed from the motor assembly it functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas stating he experienced a blood glucose (bg) value of 445mg/dl with slight confusion and heartburn. The patient reportedly treated the bg via correction injection and reconnected to his old pump. The patient reportedly just finished pump training and was using the pump for the first time when he received a call service alarm. The patient stated that he thought the infusion set was also too short. Customer support (cs) reviewed the pump with the patient and noted that the patient did not clear the alarm. During troubleshooting with cs, the patient reportedly attempted to load the cartridge several times using 3 different cartridges and the call service alarm still continued to emit. The patient reportedly was unable to get past the load step. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation that a call service alarm continued to emit and that the issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.